Manufacturer narrative:
The meter was returned for investigation. There were no traces of an obvious mechanical impact visible on the housing of the device. The touch function works normally. The meter was disassembled for further investigation. The flex cable connection has been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The results field of the display was clearly readable. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer's meter was requested for return. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer noted that there were lines and splotches on the display that could impede the results field. There was not an allegation of misinterpretation of a result.